Event description:
Ous MDR - it was reported that the r-wave dropped first in (B)(6) 2014 and remained low but stable. In (B)(6) 2015, the r-wave dropped again to 1.7mv. In (B)(6) 2015, the pacing impedance fell below 200 ohms as seen via home monitoring. The patient was called in for a follow-up. Oversensing on this right ventricular lead was detected. No adverse patient side effects were reported. The lead was capped and a new one was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available follow-up report confirmed the sudden drop of pacing impedance below 200/ohm in (B)(6) 2015. The r-wave amplitude has been fluctuating around approx. 4/mv since (B)(6) 2014 (the entire time period available in the follow-up report) with a single outlier dropping below 2/mv. No iegms were received for analysis. Based on the available data, the presence of an insulation damage on the lead cannot be ruled out. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.